Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables ¿ 720001b0 - meera EU without auto drive. As it was stated, the table did not respond to commands during the surgery due to ingress of large amounts of water with blood which infiltered inside the upper fairing, running through the entire column until the base, affecting the control board, the charger board, batteries and transformer. The positioning of the patient was not possible due to the issue. We decided to report the issue based on the potential for serious injury if the situation, namely the table not responding to the commands leading to inability to position table as required, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As malfunction of the operating table was found, it was considered that the getinge device failed to meet its specification. Based on all available information the most likely root cause for the issue investigated herein is user error. A review of the received customer product complaints revealed that in the past the issues did not lead to serious injury to the patient. (B)(4). The affected getinge device has been evaluated by the getinge service technician. The technician has confirmed the malfunction of the operating table. Several parts were replaced. After the replacement the technician was able to access the service mode and recognized that the charger board was defective and the oil leak was identified in the back plate cylinder. The charger board was damaged due to the water ingress. The technician has replaced charger board, hydraulic cylinder for back plate and refilled the oil. The lubrication of moving parts was performed together with external cleaning. The device was tested and released to usage. Based on the technician¿s assessment and confirmed by the photographic evidence the device was infiltrated by water and blood. According to the general device specification (IFU 7200.01 en 09, page 114), the device has an ip x4 spray water protection against ingress of liquids. In the instructions for use (IFU 7200.01 en 09, page 101), the user is warned to ensure that no liquids can penetrate any live parts. The user is also warned that improper cleaning and disinfection can cause property damage (IFU 7200.01 en 09, page 102). The user is instructed to use only as much detergent and disinfectant as is required. On the same page the user can also find a safety note stating that they should perform visual and functional inspections after each cleaning and disinfection process. The user is informed (IFU 7200.01 en 09, page 104), not to splash detergents directly into gasps or openings. In ¿maintenance¿ chapter user can find a recommendation to have visual and functional inspections performed by a trained person prior to each use (IFU 7200.01 en 09, page 107). It is likely that the user utilized the operating table disregarding safety notes and suggestions from the user manual. The root cause for this issue was established based on the assessment from subject matter expert (sme) at manufacturing site regarding a similar case found during trend review analysis. In the similar case with the related error pattern the sme confirmed that the meera table is splash water-proof and has been tested in this regard. The sme implied that if water gets into the charger, it is quite possible that the table would no longer have any power supply. In that case, the override would no longer work, even if the mains plug was plugged in. Based on the information shared by the sme, the root cause for the issue was assessed as related to user error. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of h4 device manufacture date, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain and h6 component codes fields deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 08/01/2019. Corrected h4 device manufacture date: 08/09/2019. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a. Previous h6 component codes: electrical and magnetic/circuit board//427. Electrical and magnetic/battery//420. Electrical and magnetic/transformer//523. Mechanical/cover//772. Corrected h6 component codes: electrical and magnetic/circuit board//427. Electrical and magnetic/battery//420. Mechanical/cover//772. Mechanical/washer//3150. Mechanical/bellows//4766. Mechanical/socket//967.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 5th july 2023 getinge became aware of an issue with one of our mobile tables ¿ 720001b0 - meera EU without auto drive. As it was stated, the table did not respond to commands during the surgery due to ingress of large amounts of water with blood which infiltered inside the upper fairing, running through the entire column until the base, affecting the control board, the charger board, batteries and transformer. The positioning of the patient was not possible due to the issue. We decided to report the issue based on the potential for serious injury if the situation, namely the table not responding to the commands leading to inability to position table as required, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.